Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to a robotic laparoscopic ventral hernia surgery, two robotic arms (sn (B)(6) and sn (B)(6) failed calibration. The arm cart assembly (aca) (sn (B)(6) had errors including ¿idu mechanical release activate¿ error message and ¿arm non-recoverable error. Re-calibration of the arms successfully resolved the issues and the procedure started successfully. There was no patient involvement.

Manufacturer narrative:
Additional information: b5 (event description), d10 concomitant products: mrasc0002 arm cart assembly x2 sn: (B)(6), e (initial reporter facility and address), h2.6 (annex b, c and g codes) device evaluation: medtronic led an evaluation of the field service notes and the associated device data logs for the reported arm cart assembly (sn: b)(6)) review of the field service notes indicate the arm cart assembly experienced error code 'instrument drive unit e-release activation > 1 second'. The field service engineer performed an instrument drive unit e-release reset to resolve the issue. Evaluation of the device data logs indicate that the arm cart assembly experienced multiple instances of the z-slide e-release being activated on the arm cart assembly, leading to the arm cart assembly being placed into a non-recoverable state. Given that the staff continued to utilize the arm cart assembly and did not report another issue prompting an e-release, this is a "false" activation of the e-release. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to a robotic laparoscopic ventral hernia surgery, two robotic arms (B)(6) failed calibration. The arm cart assembly (aca) (B)(6) had errors including ¿idu mechanical release activate¿ error message and ¿arm non-recoverable error. Re-calibration of the arms successfully resolved the issues and the procedure started successfully. There was no patient involvement.